Event description:
It was reported that the cartridge pigtail was damaged. The customer experienced an elevated blood glucose (bg) level (over 500 mg/dl). The customer declined to provide further information.